Manufacturer narrative:
Device not returned.

Event description:
An unk size endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a mid lad lesion. The vessel morphology was reported to be moderately tortuous. The lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent was successfully deployed. The physician attempted to remove the delivery system and met with some resistance when bringing back into the guide catheter. The stent delivery system was successfully removed. The device was discarded. No add'l clinical sequelae were reported and the pt is fine.